Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2011 and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation. Associated accessory device: act monitor, model # com001, serial # (B)(4).

Event description:
The patient reported that he felt a tingling shocking sensation from the electrodes from his left shoulder to his left elbow. Although there was no long term injury, no physician intervention, and no medications prescribed, and MDR is being filed as a conservative measure. The following information was obtained via a telephone conversation held with the patient and his wife on (B)(6) 2010: the patient had been using the device about 4-5 days. He reported feeling a tingling, almost like touching an electrical device with wet hands, from the top left shoulder muscle down to almost his wrist (a little bit higher). It went away and came right back. It occurred twice and the next morning ((B)(6) 2010), it happened twice again in the same area. His left arm jerked up. Prior to both events, the green wire electrode had fallen off and had been replaced. The events occurred two hours after replacement of the electrodes. He felt the shock coming from underneath on his left side. The shock felt like a slight tingling (like touching nettles). The feeling was quick, "like a zip", and intermittent. On (B)(6) 2010, he felt 3 "zips". On (B)(6) 2010, he felt 2 "zips". The patient reported not doing anything particular at the time of the event. He was at home. The patient reported having a ham radio tower next door and a state police tower 3/4 mile away from his home. There was no short-term injury/damage or long-term injury/damage as a result of this event. The patient did not sue any medication/products for healing. He did not consult a physician.